Event description:
Report received of pt's pump refilled in 2003 and concentration changed from 500 mcg to 2000 mcg/ml. The pt was programmed to receive 114 mcg/day but hcp did not program a bridge bolus to allow for the change in concentration. Next day the pt's spasticity had increased and the following day the pt was seen. Hcp gave a bolus of 65 mcg but still did not program a bridge bolus. Spasticity continued to increase and hcp programmed several more small boluses and a complex continuous program. Hcp consulted MFR technical services. Boluses were calculated and it was determined that pt should be receiving the effect of the 2000 mcg baclofen very soon as the 500 mcg should soon be clear of the catheter. MFR recommended hcp reprogram pump to original planned dose to prevent an over dose problem. Pt has been seen in 6/2003 and is doing well.